Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue occurred about ¿30 years ago.¿ the patient did not specify results obtained with the subject meter at that time. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. The patient claimed he developed a symptom of vomiting. The patient reportedly took more food and/ or drink as treatment. The patient also reported obtaining a blood glucose result of ¿630 mg/dl¿ with an emergency room (ER)/ hospital meter. Additional treatment was not specified. The patient no longer had his testing supplies. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with another device possibly after the alleged meter issue began.